Event description:
It was reported by the customer that during an unk procedure, the device would not fire. They used a second like device to complete the case. There was no pt consequence reported. The device is returning for analysis.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed 13 clips within mfg requirements and it ejected one clip. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.